Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) system was extracted due to unexplainable pain which was in region of device pocket. It was noted that the patient showed heart valve vegetation of unknown origin and cultures were collected and came back as negative. No further patient complications have been reported as a result of this event.